Event description:
(B)(4). Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer received stuck button alarm and insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(6), 2022 keypad unresponsive/button error alarm and pump alarmed critical pump error. Tested with a test p-cap and the test p-cap locked in place properly. Inuslin pump alarmed critical pump error after battery installation. Pump error 63 was noted in the insulin pump history download due to moisture damage to force sensor. Stuck button alarm listed in insulin pump history at (B)(6) 2022 08:12:02.000. Pump error 63 was present in the history download (B)(6), file number= 2017, line number= 147. Device successfully downloaded to thump. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Pump failed keypad voltage test due to corroded keypad traces. Found moisture damage to motor assembly, electrical board 1 and electrical board 2 during visual inspection. The following were noted during visual inspection: scratched case, cracked case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, moisture damage, corroded motor home switch, corroded keypad trace. Confirmed critical pump error after battery installation and pump error 63 in the insulin pump history download due to moisture damage to force sensor. Keypad unresponsive/button error alarm confirmed due to moisture damage on keypad trace. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.